Manufacturer narrative:
Details are listed in the article, titled "po-01-141 unusual dislodgement and percutaneous retrieval of a leadless pacemaker ramireddy, archana et al. Heart rhythm, volume 22, issue 4, s188".

Event description:
It was reported via a published article that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited no sensing and no capture. Chest x-ray and fluoroscopy were performed and confirmed that the rvlp had dislodged and migrated to an area right below the right femoral head. Venography was performed and confirmed that the rvlp was at the right saphenofemoral junction. The rvlp was retrieved, explanted and replaced. No further information was provided.